Event description:
During an atrial flutter procedure, it was noted that the catheter was damaged while introducing the catheter into the sheath. The outer protective coating on one of the splines was shredded, exposing the internal wires. Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 14 was displaced and the pellethane tubing and splines were corrugated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and corrugated pellethane tubing remains unknown.